Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed.

Event description:
It has been reported to us that during the procedure, the occlusion balloon deflated. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted a stent and deployed it into the vessel. The physician was removing the stent catheter and pulled it back and noticed that the occlusion balloon had deflated. The occlusion balloon wire had become separated, resulting in the deflation of the occlusion balloon. The pt is reported to be fine. The device will be returning for eval.